Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent laparoscopic ventral hernia repair on (B)(6)2017 and absorbable straps were used. During the procedure, the straps weren't penetrating the tissue when deployed. It wasn't reported what kind of mesh was used in the procedure. A like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The analysis results found that the strap25 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually. 15 straps were delivered properly. The device trigger was locked as normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
Product complaint # (B)(4).